Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v699317, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer via the manufacturers' representative reported that she did not think it ever worked right and when she had it checked it 2014, they talked about having it replaced. The patient made an appointment for (B)(6) 2015 to have it checked again. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.